Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2024, a 22mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f amplatzer torqvue 45x45 delivery sheath. During procedure, the activated clotting time (act) levels were above 250 and heparin was administered. The left atrial pressure at time of procedure was 10mmhg and the amulet was successfully implanted. On (B)(6) 2024, the patient presented with shortness of breath and chest pain and pericardial effusion (pe) was noted. The patient was hospitalized and required a pericardiocentesis. It was thought that the cause of effusion was 22mm amulet. The patient was reported stable. No additional information was provided.

Manufacturer narrative:
An event of patient-device incompatibility (implant related to tissue damage) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on the information received, the cause for the reported implant related to tissue damage could not be determined. The patient effects of pericardial effusion could not be determined. The reported hospitalization and unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. Codes removed: health effect-clinical code: type of investigation: 4118 type of investigation not yet determined; investigation findings: investigation conclusions: 11 conclusion not yet available.

Event description:
It was reported that on (B)(6) 2024, a 22mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f amplatzer torqvue 45x45 delivery sheath. During procedure, the activated clotting time (act) levels were above 250 and heparin was administered. The left atrial pressure at time of procedure was 10mmhg and the amulet was successfully implanted. On (B)(6) 2024, the patient presented with shortness of breath and chest pain and pericardial effusion (pe) was noted. The patient was hospitalized and required a pericardiocentesis. It was thought that the cause of effusion was 22mm amulet. The patient was reported stable. No additional information was provided.